Manufacturer narrative:
Evaluation: the reported inability to interrogate the device was confirmed in the laboratory and was due to a low battery voltage. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and high current drain was noted. The cause of the high current drain was an internal hybrid anomaly.

Event description:
It was reported that the device could not be interrogated. Multiple attempts at interrogating the device in different locations, as well as a telemetry test were unsuccessful. Patient reported feeling a burning sensation two months prior to follow-up, but did not come into the clinic at the time. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.